Manufacturer narrative:
No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and a review of the logs. Ge healthcare will be replacing the anesthesia machine.

Event description:
The hospital reported that the unit failed the preoperative checkout, affecting ventilation. There was no report of patient involvement.